Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in france, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by right transfemoral approach. During the procedure, the esheath was inserted without difficulty in non-pathological areas and axes. Resistance was noted advancing the delivery system through the sheath distal tip. The valve and delivery system were successfully advanced through the distal tip of the esheath; however, the tip was found to be torn. The valve was successfully deployed. There was no harm to the patient.

Manufacturer narrative:
Updated section h6, type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: liner expanded as designed. Distal tip opened but torn along the axial and horizontal score lines. Sheath hdpe was stretched at distal tip along the score line. All score lines were present at the distal tip. Scratches observed at distal end of the sheath shaft hdpe. Imagery provided was evaluated and revealed the following information: distal tip torn. Hdpe material stretched at axial and horizontal score lines at distal tip. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. The complaint for sheath distal tip torn and resistance between system components leading to difficulty advancing through the sheath was confirmed based on the examination of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as investigated in a CAPA. Additionally, patient factors such as calcification (per evaluation of the returned devices scratches were observed on the sheath shaft. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel) or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A CAPA was opened to address esheath inner diameter hdpe damage contributing to the tip tear events.